Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (damage-battery compartment crack) issue. It was reported the battery cap could not be secured to the pump; the cap was reportedly never changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/17/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the pump¿s black box revealed related alarms and issues. The battery compartment was found to have a crack; the returned battery cap threads were damaged and the cap could not secure properly to the pump; a test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the bolus button cover was torn. The bolus button was appropriately responsive. A cartridge compartment crack was observed.